Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on an unknown date and suture was used. It was reported the surgeon that a product failure regarding 5-0 prolene rb-2 suture needles. During several cv cases, the needles have been popping off the suture threads. The impacted lot is lot 108ug8, and this failure has occurred with roughly 10 different sutures from this lot. There was no patient consequence reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/31/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. What is the total number of procedures? 2 separate procedures. 2. How many devices demonstrated the alleged deficiency in each procedure? Not sure the exact number but case # 1:3-4 sutures, case #2: 6-8 sutures. 3. Have any of these events been previously reported to ethicon? No 4. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Needle detached from suture after 1-2 times through tissue, and only one time when pulled out of suture package. 5. Please perform and document the follow up attempt for product return. Gj (please refer to the attached email) took the impacted product from us. He can provide this information. 6. Was there any patient harm with this product failure? No patient harm-but added 10-20 minutes total time in case # 2 to have to re-do suture placement and look for the needle that had detached in the chest cavity while trying to control bleeding. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.